Event description:
It has been reported to philips that the allura xper fd10 system was restricted because of an error message which indicated that the geometry was partially available. No harm has been reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system clinical usage is unknown when the issue occurred, no harm has been reported to philips. Philips field service engineer (fse) inspected the system onsite and confirmed that the geometry partially available. Fse replaced geo ipc. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.